Event description:
It was reported the patient experienced a loss of therapeutic effect and the stimulation was turning off. It was stated the event occurred following a CT scan, however, it was not known if the stimulation was turned off prior to the CT scan or not. It was noted the patient received good therapy prior to CT scan but had some tremor prior to CT scan and was unsure when it started. Reportedly the CT scan was for a cardiac stent placement and the tremor was on the left side of the body. When stimulation was turned on again on the day of report the patient felt she still had some tremor although she was getting good therapy. It was stated the patient felt a jolt when turning stimulation back on, but it only occurred when turning stimulation backon and reported not feeling any jolting by the end of the call. It was also mentioned there were high impedance readings and the representative planned to bring up the patients voltage for programming and see how she does. Additional information stated there were no malfunctions with the implantable neurostimulator (ins). It was stated intervention was slowly increasing the patient¿s voltage to the desired settings. It was stated the patient was doing really well.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).